Manufacturer narrative:
Additional information reported that no autopsy was performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Medtronic received information from an (B)(6) database which focused on technical support and documented data for patients implanted with transcatheter valves. The information was provided as part of a data set. No other information has been provided regarding this delivery catheter system (dcs). Initial reporter (hcp) information was not available for this data set. The device lot number was not provided. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve with this delivery catheter system (dc s), a left ventricle (lv) free-wall rupture occurred. Cardiac tamponade and cardiac shock ensued and required a conversion to surgery and the transfusion of 4 units of blood. The patient died two days later. It was unknown if an autopsy was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.